Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up, down, and backlight button are not responding consistently to user input. In addition, the keypad reportedly appears to have a small crack in the upper right of the up arrow. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on 06/28/2013 with the following results: pump returned with torn keypad, right side of the ¿up¿ key. ¿ok¿,¿down¿ and "up" keys respond intermittent. Keypad was removed to investigate, evidence of keypad contamination was located, under ¿contrast¿,¿ok¿,¿down¿ and "up" contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.